Event description:
It was reported that the patient had right lower quadrant pain and low back pain and went to the doctors in (B)(6) 2015. The patient underwent x-ray of lumbar spine due to history of lower back pain. It showed previous lower lumbar laminectomy and fusion, degenerative disc disease l4-l5, and the spinal cord stimulator (scs) was at t7 and t8. In (B)(6) 2015, the patient underwent lumbar myelogram due to history of lower back pain, previous spinal stimulator placement. It did not show any obvious abnormalities. The patient was still having quite a bit of pain especially down the lower extremities but the doctor did not see anything to suggest any surgical approach at that time was warranted. The stimulator seemed to be covering her areas of pain before. The doctor wanted to treat it conservatively and potentially do some injections to see if this would be an option for her at least at the l4-l5 levels, possibly doing some facet injections as well as rhizotomies. They also gave her some lyrica as well for the nerve type discomfort that she was having. She had tried multiple other medications without any significant resolution to her pain. In (B)(6) 2015, the patient went to the doctors because of intermittent headaches for 2 days. The patient underwent a CT of head without contrast and showed aneurysm clips as before and no acute intracranial process evident. In (B)(6) 2015, the patient was assessed for a revision of the dorsal column stimulator generator site, which was very painful to touch. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).